Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 412 mg/dl. A correction bolus was delivered to address the bg level; however, the bg did not decrease. The cause of the high bg was not known. The contact declined tandem technical support's offer to troubleshoot. Reportedly, the customer reverted to using insulin injections for insulin therapy and the event was discussed with a healthcare provider.